Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection of the returned device, the reported event was confirmed and the evaluation found the following: 1.) Foreign material was found and the blockage confirmed in the s-cylinder of the device. 2.) The charged coupled device (ccd) was found to have a minor scratch. 3.) The upward/downward (u/d) angulation control knob was found to be out of standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy, the suction channel of the evis lucera elite colonovideoscope was blocked during the procedure. The case was completed with no delay. There was no reported patient harm associated with this event. During inhouse inspection, the issue was confirmed and foreign material was found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a fruit seed that was suctioned during a procedure by mistake. The suggested event can be detected by handling device in accordance with the following instructions for use (IFU): "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.